Event description:
It was reported that the patient presented at the clinic after receiving first shock. The device displayed premature battery depletion. The patient will continue to be monitored.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was explanted after patient received a vibratory alert for device reaching eri. It was noted that the device could not be interrogated at the time device was explanted. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).